Event description:
It was reported that during a da vinci si hysterectomy procedure, the user facility identified a broken wire on the prograsp forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken pitch cable at the distal clevis hub. Cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Additional observations not reported by the customer were pulley and main tube damages. There were indentations on the edge of the distal pulley and scratches on the surface of the pulley. The distal end of the main tube had various scratches showing light material removal. Scratches were short in length and not axially aligned with the tube. Evidence not conclusive, but pulley and main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.